Manufacturer narrative:
The reported events of dislodgement during implant post tether mode and difficult or delayed positioning could not be confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with force used during procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a leadless pacemaker (lp) implant procedure, when in tether mode, the helix went slightly backwards and upon being released from the delivery catheter the lp dislodged in to the right atrium. The lp was retrieved and a new lp was implanted successfully to resolve the event. The patient was stable.